Manufacturer narrative:
During a patient scan, a data acquisition fault delayed treatment due to a defective data acquisition system interface board (dib). The faulty dib was replaced. After installation, the field service engineer confirmed normal operation. The daily calibration and quality assurance (qa) were completed successfully.

Event description:
During a scan of a patient, the scanner gave an error 36 - data acquisition fault, causing a delay in the patient treatment.